Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs did not reveal any evidence of a malfunction. A factory reset was noted on 23-jun-2025, the day after the reported event. Cgm and device data confirmed that insulin delivery occurred in response to cgm glucose values and alerts were issued when glucose dropped. The logs also show multiple low glucose alarms during the early morning of (B)(6) 2025, consistent with the reported hypoglycemia. It was reported that the user did not announce meals and may have consumed food without dosing insulin, which could have led to erratic insulin needs. Based on available information, the most likely cause of the hypoglycemic event was insulin delivery in the absence of adequate food intake.

Event description:
On 22-jun-2025, the user's caregiver reported that the user experienced a low blood glucose (bg) event resulting in seizure activity. The caregiver administered honey to raise bg levels. Emergency services were not contacted. The user remained at home and was not hospitalized. The lowest reported bg was 40mg/dl. The ilet was removed temporarily and resumed the following morning.